Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular oversensing was observed on the lead. The patient no longer required ICD therapy, only bi-v pacing. The patient was discharged before any programming was done. There were no adverse consequences to the patient.